Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v142238, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, lot# serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient¿s battery was depleted. Before battery depletion, the patient complained of painful stimulation in their head and brain. The action required as a result of the event was a revision and the battery was replaced. The explanted implantable neurostimulator (ins) would be returned. It was unknown if diagnostic testing or troubleshooting was performed. The product issue was resolved and the cause of the issue was not determined. The patient status was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly. (B)(4)